Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag disconnected without falling. The label review found the labeling adequate for the suspected use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The home patient (hp) stated the hc alarmed se 2240 in dwell 2 of 4. The hp stated the supply bag disconnected from the supply line. The baxter technical service representative (tsr) had the hp cycle power on the hc. The hc alarmed se 2367. The tsr had the hp cycle power on the hc. The hc proceeded to press go to start. The hp stated she would start over with new supplies. The tsr instructed the hp to inform the registered nurse (rn) of the se 2240. The hc was operational. The patient was connected at the time of the alarm or observed air. The patient line was properly primed before connecting. It was unknown if patient extension lines were used. It was unknown if the patient disconnected prior to the alarm or observed air. All bags were not properly connected. A supply bag disconnected from the supply line. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with new supplies. The sample was not available for evaluation.there was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.